Manufacturer narrative:
Device evaluation: upon receipt by mentor, the device contained gel with clear appearance. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team¿s visual examination indicated bubbles within the gel were observed. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded the bubbles occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: for the bubbles, at this point it is not possible to determine the root cause. At this point it is not possible to determine the root cause of the bubbles or the origin of the white material observed. It is possible that bubbles may form in the silicone gel as a result of the manufacturing, sterilizing or autoclaving process. Mentor performs 100% inspection and testing of all devices prior to release. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the bubbles were the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: according to the information provided, the product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for the finished device number 7348442, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor asr/psr reference number (B)(4). On 11/28/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a 350cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture creating right device migration. As a result, bilateral prosthesis replacement with a new set of 350cc mentor memorygel breast implants was performed. See 1645337-2019-26018 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number (B)(4). On 11/28/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable.